Manufacturer narrative:
The device was returned and the evaluation is ongoing. The scopes are reprocessed by oer-4/6. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had a black foreign object come out of the nozzle. This issue occurred during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. The device was returned to olympus for inspection, and the customer's complaint of a reportable malfunction of a black foreign object coming out of the nozzle was confirmed. During the device evaluation, an additional reportable malfunction of a foreign object at the distal end (just above the nozzle/forceps opening) was identified. The customer provided the cleaning, disinfection, and sterilization (cds) processes, where no obvious deviations from the instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event. It was confirmed that foreign material came out of the device; the foreign material adhered to the nozzle was detected as urographene, and the viscous white foreign material adhered around the biopsy channel opening was detected as silicone. It may be presumed that the water supply hose packing of the oer used in combination with the scope contains hydrocarbons; therefore, if the packing is worn or deteriorated due to repeated attachment and removal and may fall into the cleaning tank due to some handling, the scope may be cleaned in that condition, which may have affected the event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.